Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and high voltage therapies for an svt. Reprogramming was recommended, however, the patient was sent home without any changes. The patient was in stable condition.